Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 121-157mg/dl fasting. Verified test strips expire 02/26/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/15/2015. Customer performed a back to back blood test 149mg/dl and 150mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:261mg/dl. Customer states meter is reading high and results are readings are too far apart when running a back to back blood test. Meter read 239mg/dl and 261mg/dl back to back.